Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the communication of the control signal between the scope and the processor becomes unstable due to the usage environments in which the scope is exchanged without turning on both cv-190 and clv-190 power again when the scope is exchanged. This results in the scope communication error b30, and the transmission of video signal between the scope and the processor becomes unstable, and no image results. In addition, another possible cause is the user connected the device without drying the electrical contact part of the video connector sufficiently, causing electrical contact failure. The following description is confirmed in the instructions for use regarding the drying of electrical contacts, as a result, this may have prevented the phenomenon: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear".

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support. It was learned by technical support that the user did not power off the unit when switching scopes. To resolve the problem, technical support advised the reporter to always power off the cv-190 prior to switching scopes. The user facility reported the issue was resolved upon following the directions provided by technical support. Based on the available information, the likely cause of the event is unintended use error. As stated in the instructions for use, as a preventive measure, "before connecting or disconnecting the endoscope, videoscope cable, oes video converter, or camera head, be sure to turn off the video system center. Otherwise, the ccd may be destroyed, and the image may not be displayed."

Event description:
A user facility reported to olympus that when they plugged in their scope, a black screen appeared and the b30 scope communication error occurred. The problem occurred during a diagnostic procedure. There was no patient injury or harm, associated with the problem, reported to olympus.